Event description:
It was reported that the patient called to report that the pump was alarming battery depleted. The user was instructed to remove the battery and replace them with new batteries. The pump was powered back on reviewed settings and pump was restarted. The screen read run, however, within a few seconds the pump began to alarm again with battery depleted. The patient was instructed to remove the batteries from the pump and replaced them with new batteries and restarted the machine. The screen read run but again within seconds it showed "battery depleted". The patient was instructed to remove the batteries, clamp the tubing to the nearest port and call the doctor for further instructions. A return good authorization (rga) was issued for the pump. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to unintentional user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(4).